Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that communication with scope became unstable, image was not displayed and noise occurred due to failure of locking pin of video connector because it could not be connected normally. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no video, and noise due to a bad video connector locking pin. Furthermore, the following additional issues were identified during inspection: a broken pc card release button, and a power button is not processed properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii video system center had no video. The issue was found during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.